Event description:
Customer reported intermittent joystick stuck errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rui console. System operates as intended. This MDR is related to ge healthcare complaint number.